Event description:
It was reported that the air bubbles continuously form in the arctic gel pad and the water flow rate did not increase properly. No issues were found during arctic sun inspection, and normal flow was achieved when the pad was replaced to new one.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed. The root cause of the reported issue is covered/investigated under CAPA # 11790009. Per CAPA # 11790009: "root cause for the reported event on the resides in the manufacturing procedure or visual aid not stating what the operator must do with the tubing splice when performing a new roll set-up. As contributive factor, the removal of the tubing splice is moved to the next operations, and its removal from the process during tube insulation is operator dependent." Visual evaluation of the returned sample noted one opened small arctic gel pad kit present with original packaging label. One photo was received for evaluation. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks present. Hydrogel was intact with pads and not separated. No crushed dimples or signs of overlamination in the pads. The stickers with lot information have been removed from both chest pads. Water is present in both chest pads, and their blue liners had been removed. The returned photo shows the sticker for a right thigh pad, lot number ngjs0263. The reported issue could not be verified without further testing. Each pad was individually tested using tm0301222 rev 3. All individual measured flow rates are outlined. Left chest pad: flow rate was unobtainable due to an air leak caused by separated tubing beneath the foam jacket on the (-) side of the connector. There is evidence that the tubing had been spliced together. Further flow testing is not required as the reported issue was confirmed on the left chest pad. The tubing on all other pads was intact. According to the test method tm0301222 rev 3 the flow rate was found to be inadequate for the returned pad. (Acceptable range > 2.4 l/min. M2). A risk review is not required as the complaint is addressed by existing CAPA. Labeling review is not required because labeling could not have prevented this issue. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. CAPA # 11790009 has been opened for this failure. Refer to the CAPA for further action. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the air bubbles continuously form in the arctic gel pad and the water flow rate did not increase properly. No issues were found during arctic sun inspection, and normal flow was achieved when the pad was replaced to new one.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The labeling is found to be adequate as it states the following. 1. Arctic gel pads are only for use with an arctic sun temperature management system control module. See operators' manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard. Corrections: d, e UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the air bubbles continuously form in the arctic gel pad and the water flow rate did not increase properly. No issues were found during arctic sun inspection, and normal flow was achieved when the pad was replaced to new one.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The labeling is found to be adequate as it states the following. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the air bubbles continuously form in the arctic gel pad and the water flow rate did not increase properly. No issues were found during arctic sun inspection, and normal flow was achieved when the pad was replaced to new one.